Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. Product analysis was completed on the returned lead. The electrode portion of the lead was not received for analysis. A fracture with pitting was identified in the positive coil of the lead. At least two strands of the break showed evidence of a stress-induced fracture while the other strand fracture types could not be ascertained. At the location of the fracture, the outer and inner tubing of the lead was abraded. There were three other locations along the lead where the outer tubing was abraded. Dried remnants of what appear to have once been body fluids were found inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the these tubing openings and the ends of the returned lead portions. Setscrew marks on the lead pin verify that at one point in time, there was an electromechanical connection between the lead and generator. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision due to high impedance and battery depletion. The suspect product was received for analysis but it has not been completed to date. No further relevant information has been received to date.